Event description:
Spacelabs received a report that a patient monitor failed to alarm for v-run.

Manufacturer narrative:
No one was injured as a result of this event.spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded. (B)(4): placeholder.